Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopy. According to the reporter: the doctor noticed bleeding and damage to the tissue. The doctor communicated, that previous procedures, he had never observed this incident.